Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :the stent delivery system (sds) was returned for analysis without the manifold and the strain relief. A visual examination of the crimped stent found the stent damaged almost across its length with struts bunched and distorted. The stent moved proximally on the balloon over the proximal marker band exposing the distal side of the balloon wall for approximately 2.5mm. Based on the complaint report and the analysis performed, stent damage most likely occurred during attempts to cross a severely calcified and tortuous lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found the hypotube broken and no manifold or strain relief returned. The device was measured from the distal tip to the break. The damage most likely occurred due to the application of excessive force which contributed to the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A 0.014'' guidewire was tracked through the inner lumen, entering via the port weld and exiting via the tip, no difficulties were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that advancing difficulties were encountered.   The target lesion was located in the mildly calcified circumflex artery. A 6f non-bsc introducer sheath was inserted and a 0.014" guidewire was advanced distally to the lesion. Pre-dilation was performed using a 2.5mm maverick balloon catheter at 12 atmospheres. A 2.75x20mm promus element ¿ drug eluting stent was advanced but failed to reach the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, stent moved on balloon and hypotube break.